Event description:
A false (B)(6) advia centaur xp hbsag result was obtained on a patient sample and discordant when compared to repeat testing. The customer performed repeat testing based upon an initial (B)(6) hbsag and ahbs test result. The repeat hbsag result was (B)(6) and a corrected result was reported by the customer. There was no report of patient treatment being altered or adverse health consequences due to the false (B)(6) advia centaur xp hbsag assay result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection and performed a system semi annual preventative maintenance. The pmt module was cleaned. The acid, base and wash 1 line were flushed and cleaned. A mechanical system calibration was performed and a new lumo assembly replaced. No conclusion can be drawn as a result of the preventative service action taken and the false (B)(6) hbsag. The instrument is performing within specifications. No further evaluation of the device is required.